Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system. It was noted that there was a history of atrial lead noise with oversensing, and noise was also visible on the shock channel as well. Upon review, technical services (ts) noted 0% correlation during portions of the egm that did not contain myopotential noise. Ts reviewed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.